Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past complaint file. Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: the wire and navicross were stuck; therefore, the physician saw that the tip of navicross was broken after he attempted to pull it out. The procedure outcome was not reported. An interventional (non-surgical) procedure was required to retrieve the device. The physician used a balloon catheter to replace the support catheter. No patient harm was reported.